Manufacturer narrative:
The device has been returned and evaluated by product analysis on 30-jul-2018 with the following findings: the black box showed evidence of short battery life and unacknowledged alarms within the complaint time frame. Sleep current draw value was not within specifications. A leak test showed a leak at the base crack. The pump case was removed. Evidence of moisture contamination was found inside the pump on the transceiver board. Investigators unplugged the transceiver board and current draw levels returned to within specification. High sleep current draw levels were due to internal moisture contamination. The complaint was confirmed. Unrelated to the original complaint of short battery life, the pump powered up to a dim discolored display. Also, a battery compartment crack was observed below the grip pad. No evidence of moisture contamination was found inside the battery compartment. A base crack was observed between the case seal and the keypad. During investigation the "ok" keypad key was intermittent and at times hypersensitive. The keypad rubber was intact. The keypad rubber was removed and it was observed that the "ok" key contact was cracked.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. The patient stated that the batteries are not lasting as long as they used to and also reported that there was water behind the display screen. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.